Event description:
It was reported that the siderail broke.

Manufacturer narrative:
The service technician reported that the black bushing inside of the right latch spindle pivot block allegedly broke, which prevented the spindle's ability to latch due to it being too low. It was further reported that the right toprail also broke at the location where the latch spindle is riveted onto the toprail cap. This allegedly also prevented the right latch spindle from latching. The service technician reported that the siderail most likely broke due to impact damage. The entire right siderail was replaced and functioned according to specifications.